Event description:
Patient with bilateral lower extremity venous insufficiency with symptomatic varicosities, left worse than right, documented on venous duplex. Patient underwent left lower extremity great saphenous radiofrequency ablation and left lower extremity stab phlebectomy x 12. Prior to the ablation catheter being inserted, it was fine and looked straight. Upon withdrawing from the patient, it was kinked. There was no harm to the patient or excess bleeding. Per the operative report: "under ultrasound guidance 3 cm below the knee the great saphenous vein was accessed on the left with a micropuncture kit. Over the rfa [radiofrequency ablation] ablation wire the micropuncture sheath was exchanged for the rfa 6 french sheath. The 60 cm rfa catheter was inserted but due to tortuosity this had to be exchanged for 100 cm rfa catheter in order to get 5cm from the saphenofemoral junction. The great saphenous vein with his tortuosity and multiple tributaries made navigation difficult. An 025 wire was inserted and assisted with navigation under ultrasound guidance to the saphenofemoral junction. The 100 cm rfa catheter was then inserted to the saphenofemoral junction under ultrasound guidance and pulled back greater than 4 cm. Under ultrasound guidance the saphenous sheath was injected with tumescent to allow for good insulation barrier. The great saphenous vein was then ablated using 7 cycles. Pressure was held for 5 minutes at the access site once the sheath and catheter were removed. Using the ultrasound on color-flow the femoral vein was patent with no signs of dvt [deep vein thrombosis] and flow was not seen in the saphenous vein. Attention was now turned to performing stab phlebectomies. An 11 blade was used to perform 12 stab phlebectomies on the left lower extremity under predetermined marks in the preoperative setting. Using the hook and hemostats the symptomatic varicosities were stripped. Hemostasis was achieved with pressure. 6 of the incisions required a interrupted 4-0 monocryl stitch to assist in closure. Mastisol and steri-strips were placed over top of the 12 incisions. Once his leg was cleaned and dried a compression dressing consisting of 4 x 4's followed by kerlix and ace wrap was placed on the leg from the toes to the high thigh."